Manufacturer narrative:
The investigation for the removal issues has been completed. The returned pump was imaged and showed a relatively straight breakage across the mating surfaces across the 2 peek bearing caps at the motor housing. The optical sensor line was in tact yet kinked, and holding the pump together. The two halves of the pump were clean with no blood on the interior. Sem showed the fracture point to be near the sensor groove on the motor house, starting on the exterior and propagating inwards. There were also no signs of fatigue fracture which shows that the break was likely a fast fracture. Data logs indicate that the pump ran successfully for the duration of the case with no indications of the breakage occurring while on patient support. The last rt log did not show any hardware failure alarms, which indicates that the sensor cables did not break during support. The rt log also does not show a drop in purge pressure indicating a crack in the motor housing did not occur on support. The clinical states that removal was smooth with no resistance felt. Results of this investigation indicate that: the break occurred outside of the patient¿s body. There is no evidence of deviation or non-conformance from the manufacturing process. There is no evidence that the design does not meet specifications. The break occurred outside of the operation of the device, with force exceeding. The root cause of the motor house breakage was not determined. Added- d6a/d6b.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male was implanted with an impella rp flex. Upon removal of the impella rp flex device, the pump fractured at the motor housing. It was noted that insertion and removal were per protocol with no other issues. There was no report of patient harm.